Manufacturer narrative:
Sections with additional information as of 23-apr-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time

Event description:
Consumer reported complaint for high blood glucose test results. Customer stated the high blood glucose results started two weeks ago. The customer is concerned with test results obtained of 151, 170 and 143 mg/dl. The customer¿s expected fasting blood glucose test result range is 90 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/31/2022 and open vial date is 01/2020. The meter memory was reviewed for previous test result history: (B)(6).